Event description:
The customer reported that the steering handle was difficult to turn. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm steering gears were cleaned, loose support hardware and the steering coupling were tightened. The system was tested and found to be working as intended and returned to service.